Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was turned itself off during bolus. The customer¿s blood glucose was 7.8 mmol/l. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. The device received with moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.